Manufacturer narrative:
E1 - customer (person) - phone: (B)(6), postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the coda lp balloon catheter was difficult to advance though the sheath during an abdominal aortic aneurysm stent insertion into an unknown patient. Following placement of a competitor graft, a touch up ballooning was to be performed. The coda balloon was flushed per preparation recommendations and was inserted into the competitor sheath. The complaint device then became caught inside the sheath and could not be delivered to the target location. A competitor balloon was opened to touch up inside the competitor graft and the procedure was completed without additional issues. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. It was confirmed that the patient did not have any calcified or tortuous anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that, after competitor graft placement, the physician performed a touch-up balloon. The coda lp balloon catheter was prepared as recommended by flushing it, and was inserted into a competitor sheath; however, it became caught and could not be advanced to the target location. Instead, the physician used a balloon from another manufacturer and performed a touch-up inside the graft without any issues, successfully completing the procedure. The physician in charge stated, ¿this is very rare even with other companies, and since it is a pre-made product, I am not particularly concerned about it. I feel that it is a rare case or a compatibility issue with the product.¿ the cook sales representative was not present during the procedure. There was no health hazard to the patient. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures and instructions for use (IFU) of the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the device failure. A review of the device history record (DHR) found six relevant nonconformances, in which all devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook was able to review product labeling. The device was packaged with IFU t_codalp_rev_3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Introducer sheath selection: for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Balloon preparation: 3.0 to increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: 2.advance the balloon catheter over a pre-positioned .35-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.